Manufacturer narrative:
Wrp board received and failure analysis was done. The root cause was not changed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. During technical onsite visit the field service engineer (fse) replaced parts. The system meets specification. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a defective scanner during treatment. The laser was restarted but the scanner error message continued to come up after startup. The patient was already on the table and the flap had been created with intralase. The patient's treatment was cancelled and a bandage contact lens was placed on the eye until return for treatment. Additional information requested.